Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-17679. It was reported that the patient presented in-clinic for a follow-up check. Upon review, the atrial and right ventricle leads both exhibited noise. The atrial and right ventricle leads were both explanted and replaced. Patient was stable.